Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, an episode of non sustained lead noise was noted. The patient will continue to be monitored.